Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that flap is not sticking at central area in high myopic patients in the right eye of patient after lasik surgery. Additional information received that the flap was not settled down on the central part of ablated stroma. Patient did not come for follow up.

Manufacturer narrative:
Additional information provided in e.1., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after surgery date. Most recent technical site visit on confirmed device met specifications as per service installation record. The root cause could not be identified conclusively without additional information. The manufacturer internal reference number is: (B)(4).